Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 5 mg/ml at 1.2 mg/day, bupivacaine 10 mg/ml at 2.4 mg/day and prialt/ziconotide 1 mcg/ml at 0.24 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient had been experiencing drainage through his spinal incision and headaches when sitting up. Yesterday, the hcp took him to the operating room (or) for further investigation. Upon reopening the spinal incision, the hcp discovered that the old catheter anchor had a cut where it was in contact with the fascia. The hcp described the cut as if it had been made by a scalpel. When the anchor was moved, an opening appeared at the site of the cut, allowing cerebrospinal fluid (csf) to leak out. After consulting with another doctor, the hcp decided to remove part of the spinal segment from the intrathecal space, excise the damaged anchor portion, and use vascular clamps to seal off the remaining spinal segment to prevent further csf leakage. The hcp then conducted a dye study on the pump and the current catheter, confirming that both were functioning as expected. The rep stated that another hcp explanted part of the catheter previously and left the spine segment tied off in the spine incision pocket, so it was a partial explant. There were no known external factors. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was unknown and medical history included cancer.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.